Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the interstim never worked that well for urinary issues but did help stop their ibs episodes. Patient had a bad fall on their face where they injured their shoulder and since then has had more ibs episodes as well as urinary incontinence. Patient also reported they started feeling stimulation intheir right buttock which was not where they should be and decreased amplitude until the sensation went away. Patient had also been having a lot of uti's and patient was not only leaking urine but it was running more. Patient saw a practitioner who told patient they could not change the programming because patient had an active uti so they ended up turning therapy off and decreasing down to zero. When patient later turned therapy back on again they still felt stimulation in the right buttock. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had fallen in (B)(6) and made an appointment to check the device but at the appointment on (B)(6) 2022 patient reported everything was working well. The issue was reportedly not caused by normal battery depletion and the cause was determined. The hcp noted the likely cause was that the patient had a uti on (B)(6) 2022 and stated the steps taken were to treat the infection. The issue was reported as being resolved. The hcp noted that the cause of the patient feeling stimulation in their right buttock was unknown and stated that there was no further complaint regarding this issue during the patient's visit. The hcp reported this issue has been resolved. The hcp reported that the fall's effect on the implant was not determined and noted that the device was not interrogated during the patient's visit as they had a uti present.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.